Event description:
Pt hospitalized for hyperglycemia. Family thought symptoms of vomitting related to flu, ketones not measured. Following third day of similar symptoms, pt went to hospital and physician indicated pt's condition related to elevated blood glucose. Given IV insulin drip in hospital. Pt stabilized, released and returned home to use back-up pump. Pt fine since return to pump therapy. Original pump returned for technical inspection, passed all test and returned.